Manufacturer narrative:
A ge service representative performed an on site investigation. The latch was released and additional parts were replaced. The system was then found to be working as intended.

Event description:
The customer reported the footboard failed to unlock on one side and is jammed. No reports of patient or staff injury.